Event description:
It was reported to boston scientific corporation that an extractor pro retrieval balloon was used in the common bile duct during a biliary stone extraction procedure performed on (B)(6) 2015. According to the complainant, during the procedure and after a successful inflation, the balloon was unable to be deflated while inside the patient. As a result, the physician forcibly pulled the balloon; however, it was noted that the patient¿s ampulla began to swell due to the procedure. Reportedly, the balloon was removed out of the patient and the procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the complaint device revealed that the balloon material was torn off at the proximal bond. The distal bond remained intact; and both bonds were measured and found to be within specification. Functional analysis could not be performed due to the condition of the device. Based on the condition of the returned device, the reported defect of deflation difficulty cannot be confirmed. It is possible that excessive force was used when removing the balloon and resulted in the balloon tearing at the proximal bond. This failure likely occurred due to procedural factors which limited the performance of the device. Therefore, the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation that an extractor pro retrieval balloon was used in the common bile duct during a biliary stone extraction procedure performed on (B)(6) 2015. According to the complainant, during the procedure and after a successful inflation, the balloon was unable to be deflated while inside the patient. As a result, the physician forcibly pulled the balloon; however, it was noted that the patient's ampulla began to swell due to the procedure. Reportedly, the balloon was removed out of the patient and the procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Reported event of balloon deflation difficulty. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.